Manufacturer narrative:
The returned meter was investigated with retained test strips and a known-good retained battery. Visual inspection was performed on returned meter; meter casing to be open was observed and this does not affect meter functionality. Meter powered on with button depression, test strip insertion. Control solution testing was performed and no issues were performed. All results were within range specification. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the optium xceed meter was reviewed and the dhrs showed the optium xceed meter met specifications prior to release to distribution. Dhrs (device history review) for the precision strip was reviewed and the dhrs showed the precision strip met specifications prior to release to distribution. Retain testing was performed for the precision strips, and all units performed in specification and passed. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their abbott diabetes care device. Customer reported receiving readings of 200 mg/dl, 90 mg/dl, 400 mg/dl, and 165 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the c zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their abbott diabetes care device. Customer reported receiving readings of 200 mg/dl, 90 mg/dl, 400 mg/dl, and 165 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the c zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.